Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation there was thermal damage to the current controlling transistor (q1) on the bedside board. The source of the thermal damage could not be positively identified. No adverse event occurred because of the damaged q1 transistor. The patient received a replacement battery charger/modem.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that the battery charger/modem of a (B)(6) male patient was not working. The patient was issued a replacement battery charger/modem.